Manufacturer narrative:
The products were discarded at the end of the surgery and therefore not evaluated. The exact cause of the reported event could not be conclusively determined. No similar complaints have been reported for this lot. This lot (m0039261) consists of (B)(4) pieces and was 100% inspected prior to being released. This inspection includes a 100% verification of electrical testing, light throughput, light image, illumination throughput, illumination imaging, fiber polish conditioning on both ends, and needle quality. The lot history, trend analysis, risk analysis, and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action is required.

Event description:
The user facility in the united states reported that will using the stellaris elite posterior with laser, 3 probes (two were open from one box and a third from a second box) were not able to get an adequate burn/insufficient output. There was no patient injury but the doctor had to take the patient to the clinic to receive the laser and pars plana vitrectomy was complected at ambulatory surgery center. This caused a prolonged surgical procedure, but the surgery was completed.

Manufacturer narrative:
Correction: sections d and g the manufacture name and address have been corrected.